Event description:
It was reported that four (4) large volume infusors over-infused; the devices ran for 10 hours instead of the expected 12 hours. This was observed during patient infusion via a peripherally inserted central catheter (PICC) line. The devices contained 18ml ceftazidime/avibactam combination in 102ml 0.9% sodium chloride for a total of 120ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on unspecified dates of may 2025. E1: initial reporter postal code: 4032. H4: the lot was manufactured july 29-30, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. However, the product instructions for use (IFU) indicates the minimum fill volume is 216ml; these devices were under-filled as reported by customer. Filling the devices with less than the minimum fill volume will result in increased flow rate and reduction in delivery time. Should additional relevant information become available, a supplemental report will be submitted.